Event description:
A patient with a history of coronary artery disease, status post inferior myocardial infarction in 2000 with pci, percutaneous coronary intervention, at that time. Patient had a ventricular tachycardia arrest at work - was shocked and brought to the ed where started plavix, heparin and integrilin. Patient was taken to cath lab and had a cypher 3.5/33. Patient was sent to the ccu, had mental status changes. Patient required intubation. CT of the head showed right frontal intra-cranial hemorrhage which required surgical intervention for evacuation, but patient was left with significant neurological deficits.